Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported by (B)(6) that they were hospitalized. Reason for hospitalization was unknown. Customer was using medtronic insulin pump. It was unknown if insulin pump was on auto mode. Device will not returned for analysis.